Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed; however, the sharesource log files associated with homechoice claria were reviewed. No therapy data was available from 18 days prior to the event and two days after the event ((B)(6) 2023). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced hypervolemia, overfill and edema in the limbs and face. It was not reported if the patient was connected to homechoice claria at the time of the events. The patient reported the cause of the edema was due to hypervolemia and another indication. The patient was hospitalized (20 days) for the edema. Treatment was not reported. At the time of this report, edema was ongoing. Pd therapy was discontinued, and the patient will be transferred to hemodialysis. No additional information is available.